Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the "cannot use" message was played and the equipment beeped three times. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This is a duplicate of (B)(4) with MDR#3030677-2015-01975. Evaluation has not begun as the device has not been returned for investigation.